Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the patient was found to have a high leak on ventilation. Upon removing the tube, it was found that the cuff was not inflating at all and required a lot of manipulation to get it working. A tube change took place, during which the new tube's cuff was checked and confirmed to be working properly. Adverse effects are unknown.

Manufacturer narrative:
Other, other text: b3: date of event, d4: lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.